Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted cable/cord was damaged due to normal wear. Device was inspected and repaired.

Event description:
Customer reported that device did not turn on. During service, the technician found out that the device got hot, the bearings were damaged, motor flex, motor, hose and parts from the tool lock were faulty and the device had a water damage.